Event description:
Patient had an ambulatory eeg test done. A week after test, patient reported hair loss in spots where electrodes were attached. Patient reportedly in fairly good health, and no other products reported in her hair such as hair spray or perm.

Manufacturer narrative:
Based on the nature of the complaint and the products involved, it is more likely that ten20 conductive paste was the cause of the hair loss, as opposed to nuprep skin prep gel. However, lamictal has also been known to cause hair loss in some patients. Multiple follow-up attempts made to assess the current condition of the patient, however, contact could never be established with the reporter. If we receive additional relevant information to this case, we will submit a follow-up report.